Manufacturer narrative:
(B)(4) on 26sep2018 writer sent the customer an email acknowledging receipt of the complaint, providing the complaint tracking number and requested follow up information including as to if there was any patient impact related to this event. Writer provided contact information. Device not yet evaluated, if the device is evaluated a follow up will be sent. Device not available.

Event description:
Per survey: universal damaged the gall bladder. Additional details provided per sales rep: dr. (B)(6): 1st case- universal damaged the gall bladder. What is the ¿universal¿ product code they were using? Yes do you know any more information about this case? No ¿ the surgical tech gave us a bit more information/perspective after the case, but I don¿t recall the specifics. Do you know if there was any patient injury or medical intervention required due to this issue? No patient injury ¿ just perforated the gall bladder if yes or unknown, can we contact the end user, can you provide the facility name? I don¿t think it would be in our best interest to contact dr, the end user, as too much time has passed since he evaluated the 3mm instrumentation. 10oct2018 additional information: how/when did the perforation of gallbladder occur? I don¿t recall the specifics, this happened months ago, and the case was scheduled for later in the day but went prior to our arrival. The sample, pictures, and lot number are not available. Also, there is no contact information from this complaint so we have no way of gathering further information.